Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A sample return is expected and a follow up report will be submitted upon completion of investigation.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient's peg-j tube was found to be knotted. The physician removed half of the peg-j tube and a new peg-j tube was placed.

Manufacturer narrative:
(B)(4). The device involved in the event was returned for evaluation. The sample returned contained a click adapter (click connector and luer lock connector) attached to a j-tube. The bolus part of the j tube was missing. As previously reported, the physician removed half of the j-tube and the other half remained in the patient¿s body. The sample investigation did not verify the complaint condition. No knot of the tube could be observed. Knotting is a known complication of jejunostomy tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.